Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h10, h11. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: bad distal end and charged coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: abnormal image caused by bad distal end and charged coupled device, due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had an occasional e931 white balance error. And the image color was abnormal. The issue occurred, during preparation for use. For an unknown diagnostic procedure. That was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an occassional e931 white balance error and the image color was abnormal. The issue occurred during preparation for use for an unknown diagnostic procedure that was completed using a similar device. There were no reports of patient harm.